Event description:
In this event it was reported that a doctor tried to place an implant in a site where they had placed osteograf ld300 approximately 15 months ago, and the material was very soft and started coming out when the doctor was preparing the osteotomy. As a result, the planned implant placement was delayed until the replacement product cold produce the regenerated bone.

Manufacturer narrative:
After speaking to the doctor, it was determined that the failure to achieve adequate regenerative bone as the result of surgical techniques which were counterproductive to the vascular ingrowth (angiogenesis) needed to complete the oseogenesis in this site. The bone graft particles were over-packed. The tightly packed particles do not allow space for incorporation of new blood vessels or regenerated bone. Therefore, because medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.